Event description:
The event occurred in china. It was reported that the rotaflow console is giving a "b temp¿ error. The incident occurred on startup of the device without patient involvement. No harm to any person has been reported. The reported ¿b temp¿ error could lead to a pump stop during use therefore, a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in china. It was reported that the rotaflow console is giving a "b temp¿ error. The incident occurred on startup of the device without patient involvement. No harm to any person has been reported. The reported ¿b temp¿ error could lead to a pump stop during use therefore, a report is required. According to ssu (sales and service unit) dated on 2025-01-23 the reported failure did not reoccurred after the customer was turned off the device for a while (cooling down) and restarted it again. No service will be performed. No parts have been replaced. After the restart the device was working as intended. Based on these investigation results the reported failure "b temp error" could not be confirmed. However,the reported failure "b temp error" can be linked to the following most possible root causes according to the rotaflow risk management file. Overtemperature condition in the device, e.g.: - heat accumulation - device used out of specification - charging of battery. The review of the non-conformities has been performed on 2025-01-27 for the period of 2019-02-21 to 2025-01-17. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was produced in 2019-02-21. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. For the affected serial number within the timeframe of the search no additional complaint was found for the same issue. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / v15. Chapter 2.2.2 position of use and operation, and positioning: make sure that the ventilation openings are not obstructed and the rotaflow system is not covered. There is a risk that the rotaflow system will overheat. Ensure a minimum distance of 50 cm to other devices, objects, or the wall. Chapter 2.2 general safety instructions: - only operate the rotaflow system within the specific technical and ambient conditions. - ambient temperatures outside of the specified conditions can disrupt the sensors' measurements. This may result in incorrect measurements, which may cause incorrect values be displayed and trigger alarms. Chapter 3.3.4: if the battery temperature exceeds 45°c, battery charging is stopped to prevent damaging the battery. Depending on the ambient temperature, discharging the battery during battery operation can cause the battery temperature to rise considerably. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in china. It was reported that the rotflow console is giving a "b temp¿ error. The incident occurred on startup of the device without patient involvement. No harm to any person has been reported. The reported ¿b temp¿ error could lead to a pump stop during use therefore, a report is required. New information has been provided by the ssu (sales- and service unit) on 2025-02-14, that when the ¿b temp¿ error occurred a non-original battery from a third-party company was installed in the affected rotaflow console. After the ¿b temp¿ error occurred, the third-party company replaced the non-original battery with the original battery again and the error message no longer occurred. The original battery, which is installed in the device again, could not be recharged, due to the lifetime of this battery is exceeded and has been used for more than 2 years. The getinge field service technician advised the customer to replace the battery with a new one. Based on these investigation results the reported failure "b temp error" could be confirmed. The root cause for the reported failure "b temp error" could be determined as a non-original battery was installed in the device. Furthermore, the reported failure "b temp error" can be linked to the following most possible root causes according to the rotaflow risk management file. Overtemperature condition in the device, e.g.: - heat accumulation - device used out of specification. The review of the non-conformities has been performed on 2025-01-27 for the period of 2019-02-21 to 2025-01-17. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was produced in 2019-02-21. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. For the affected serial number within the timeframe of the search no additional complaint was found for the same issue. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / v15. Chapter 2.2.2 position of use and operation, and positioning: make sure that the ventilation openings are not obstructed and the rotaflow system is not covered. There is a risk that the rotaflow system will overheat. Ensure a minimum distance of 50 cm to other devices, objects, or the wall. Chapter 2.2 general safety instructions: - only operate the rotaflow system within the specific technical and ambient conditions. - ambient temperatures outside of the specified conditions can disrupt the sensors' measurements. This may result in incorrect measurements, which may cause incorrect values be displayed and trigger alarms. Chapter 3.3.4: check battery capacity every 6 months, at the latest. The battery must be replaced by the authorized technical service every 2 years, at the latest. The battery must be replaced sooner if it cannot be fully charged within 8.5 hours or if the system cannot be operated with the fully charged battery. If the battery temperature exceeds 45°c, battery charging is stopped to prevent damaging the battery. Depending on the ambient temperature, discharging the battery during battery operation can cause the battery temperature to rise considerably. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. This event occurred on the chinese market on a significantly similar device to "base unit, rotaflow", which is sold in the us. For d4 unique identifier (UDI)#, primary di number has been used for base unit, rotaflow with catalog number 701046405. Provided d4 serial number and h4 device manufacturer date correspond to device involved in the event, not available in us.